Event description:
It was reported that the programmer would not boot up, even after multiple attempts. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device boots to a gray screen. After five minutes it had the please wait message on the screen and after over ten minutes a system error displayed. Number 12 button on printer keypad is not working.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer would not boot up, even after multiple attempts. The programmer was returned forservice. No patient involvement or complications were reported as a result of this event.